Manufacturer narrative:
The device is not expected to be returned for eval. The customer has isolated the failure to the main board in house.

Event description:
The company received a report from a biomedical engineer that the unit did not provide an audio tone. No pt harm reported.